Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced with a new ipg. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was displaying replace generator message after updating the software app. A surgical intervention is anticipated in the near future. No additional information is available at this time.